Event description:
It was reported that while the biomedical engineer was doing routine inspection of the epg (external pulse generator), the left portion of the lower display was found to be blank (missing segments). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the lower display was missing segments.